Event description:
Additional information received indicated the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately seven months ago. As such, the ipg was inoperable and would no longer communicate with either the charger or programmer. Surgical intervention is planned to address the issue.